Manufacturer narrative:
The device had intermittent button response due to flatten up and down buttons dome switch. There was no unlocked lcd keypad connector noted. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons on the device are difficult to press. The customer's blood glucose at the time was 127mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.